Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). About 4 years after installing a dental implant in the patient's intraoral region #3, the dentist reported having to remove it due to the fracture of the abutment. The removal was necessary because the fracture portion of the abutment got stuck in the implant.